Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26may2020.

Event description:
Low battery alarm was annunciating when the ventilator was powered on or off. There was no patient involvement. The philips field service engineer (fse) confirmed the alarm annunciation and low battery voltage. The battery manufacture date was 2015-09, so it was a little less than five years old. Device also showed an 'occlusion: safety valve open error code' in the drpt. The fse replaced the backup battery and then performed an extended self test, an electrical safety test, and a battery test. The device passed all tests, and the fse returned the device to the customer.